Event description:
The report stated that during a gastrectomy, from the initial use sealing was not completed although an end tone, indicating a completed seal, was heard. There was no injury to the patient.

Manufacturer narrative:
Date of initial report: 12/10/2008. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.